Event description:
Caller states patient tested 135 mg/dl at 06:30 while using the advantage system with comfort curve test strips. The patient was found passed out at 07:00; patient was treated with a glass of juice, and within 15 minutes paramedics arrived. Patient tested 71 mg/dl "around" 07:15 on the professional meter. She was treated with a glucose IV and admitted to the hospital for 3 days. Patient's condition has improved. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.